Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient changed settings and were feeling stimulation, but were not getting any symptom relief about two weeks prior to the report. The consumer had checked the device and noticed that the stimulation was off. When they turned the stimulation back on, the patient was suddenly no longer having symptom relief. It was indicated that the patient had gone back to taking laxatives and had to use a fleet twice. They tried calling the healthcare provider (hcp) and were waiting to hear back to get an appointment. The indication for use was gastrointestinal/pelvic floor.